Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported lock line break in this incident could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report that during use the lock line broke. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4+. The clip delivery system (cds) was advanced to the mitral valve. Grasping was performed without issue. However, when unlocking the clip to move the grasp location of the clip, the lock lever was pulled past the blue line and it was noted that one end of the lock line broke. The clip remained secure on the leaflets. The lock lever cap was removed and it was noted that one end of the lock line was still in the dc handle and the lock line was simply removed. No portion of the lock line remains in the anatomy. Mr was reduced to less than one. The patient was confirmed to be stable. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.